Event description:
It was reported that the atrial lead did not sense or pace. Fluoroscopy confirmed that the atrial lead had dislodged from the auricle into the superior vena cava. The mode was reprogrammed from ddd to vvi, excluding the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.